Event description:
Pt was implanted with the tfn nail and helical blade on (B)(6) 2014 for her introchanteric right hip fracture. Pt reported to her surgeon's office (B)(6) 2015 for follow-up and reported having lot of pain over lateral aspect of the right hip. Reported pain getting out of chair and it was prolonged standing or walking. Examination revealed marked tenderness right over the trochanter and had increased pain with rotation of the hip. X-rayed of hip showed prominence of the blade and to leave the femoral nail in position. The pt returned to the operating room on 03/03/2015 for removal of hardware. It was reported that the helical blade was extracted but was difficult to say with any degree of certainty that full healing of the fracture was obtained. The procedure was completed without complications. The explant is available for review if needed by the MFR.